Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the upon device check in the hospital, the right ventricular lead exhibited rising capture threshold and r wave amplitude variation. The lead was explanted and replaced successfully on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.